Manufacturer narrative:
Customer is being explanted for proper sample technique. Based on the discussion with customer, siemens representative found out that customer was on azo which can affect the readability of the test pads. Instrument is operational.

Event description:
Customer reported negative leukocytes results on the instrument. Customer indicated that they run quality control after testing pt sample on the instrument. There was no report of injury due to this event.